Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor paired after a restart but did not transmit glucose readings to the ilet application, resulting in the pump display not showing a reading, and troubleshooting and education were provided. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a communication or pairing failure between the cgm and the ilet app, with functionality restored to pairing but not to data transmission. It was concluded that a device communication issue occurred between the cgm and the ilet system without resultant adverse health effects.